Event description:
Advanced bionics was notified that the pt's electrode was inserted in the superior semi-circular canal. The implant surgeon reopened the wound, removed the electrode from the wrong location and reinserted it into the cochlea.